Event description:
A customer reported the equipment displayed a sys message and locked during a photocoagulation procedure. After a delay greater than 15 minutes, the procedure was completed with a different system. No pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).